Event description:
It was reported that the units were removed from service because the spo2 readings were jumping up and down: (mid 70s to 100). When masimo tester was used, the spo2 readings were showing high (89). Masimo tester should read 81 +/- 3. Pts were being monitored. No known impact or consequence to pt.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.